Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the comb, roller, and roller gear were all damaged. The calibration and test mesh could not be performed due to the damaged components. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the blades were broken¿ was confirmed since during the initial inspection the service technician found that the comb damaged. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the roller, damaged comb, and gears. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The instructions for use (IFU) ¿zimmer skin graft mesher instruction manual¿ indicates that ¿the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the blades were broken. The blades are found bent. The event occurred during surgery. There was no harm or delay. The harvested graft was usable and no additional graft required from the patient. No adverse events have been reported as a result of the malfunction.